Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the ultrasound gastrovideoscope ultrasonic probe was damaged. There were no reports of patient involvement.

Manufacturer narrative:
Updated fields: d4, a2 this supplemental report is being submitted to provide the results of the final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: forceps elevator has foreign material. A definitive root cause could not be identified. Based on the results of the investigation, foreign material could not be identified. In addition, cause of the foreign material remained could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.